Event description:
Patient admitted to the hospital because he was picking at his neck incision site. The incision site was opened and the patient pulled the electrodes and anchor off of the nerve. It was noted that the patient is severely autistic. The patient underwent generator and lead explant surgery the following day. The explanted products were noted to be discarded. No other relevant information has been received to date.